Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. O this event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the fifth shoot with a purple load of 60mm, the device had been clipping but there was no cutting. It was replaced with another device and the same issue happened. The device fired the full linear range of the reload. The staple removed from the patient. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.